Event description:
Left leg frame casting broke at pivot point. No patient injuries were sustained during this event. No patient name was disclosed. The leg section was reported to move downward when the attending doctor leaned on the leg section. The leg section was raised three times before the failure of the left leg frame casting. The patient was reportedly moved to another section of the surgical table to complete the procedure. The user facility withdrew the surgical table from further service until it could be serviced and repaired.